Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient pacemaker exhibited high capture thresholds. No intervention or patient condition was reported.